Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge, hot flush and weight increased outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, hot flush, vaginal discharge and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), vaginal discharge ("vaginal discharge"), hot flush ("hot flashes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal discharge, hot flush and weight increased outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, hot flush, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ malposition of essure device- right fallopian tube noted with small amount of essure device visible approximately 2cm from cornua with small perforation of tube'), device expulsion ('migration of the device/ malposition of essure device location of device/ device migrated to my uterus'), pregnancy with contraceptive device ('pregnancy (with complications)'), genital haemorrhage ('excessive and abnormal bleeding'), small intestinal obstruction ('small bowel obstruction'), abortion spontaneous ('miscarriage') and adhesion ('extensive adhesions/ adhesions') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". The patient's medical history included parity 1, gravida ii, miscarriage, ectopic pregnancy, dysfunctional uterine bleeding, adenomyosis, anemia, migraine, nausea, anorexia, asthma, degenerative joint disease, post-traumatic stress disorder, oophorectomy and cesarean section. 21nov2016- exam: small bowel series with gastrografin impression: 1. Limited study with gastrografin. 2. Otherwise, unremarkable small bowel follow-through with no evidence of obstruction. Concurrent conditions included overweight, attention deficit disorder, anxiety, low back pain, uterine polyp, bowel adhesions, abdominal adhesions, constipation, uti and irregular menstruation. Concomitant products included butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (cetrizine), colecalciferol (vitamin d3), cyanocobalamin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and methylprednisolone (medrol). On (B)(6) 2011, the patient had essure inserted. In march 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse),"), menorrhagia ("abnormal bleeding (menorrhagia)/ clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In april 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2015, the patient experienced vaginal discharge ("vaginal discharge"). In january 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. In november 2016, the patient experienced small intestinal obstruction (seriousness criterion medically significant), vomiting ("vomiting") and abdominal distension ("bloating"). In june 2018, the patient experienced urinary incontinence ("bladder or urinary problems or changes- weak bladder leakage"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), abdominal pain lower ("cramping"), hot flush ("hot flashes"), pain in extremity ("inner thigh pain"), abdominal pain ("abdominal pain") and groin pain ("groin pain"). The patient was treated with alprazolam, ibuprofen (motrin), methylphenidate hydrochloride (concerta), morphine, progesterone and surgery (lysis of adhesions and bilateral salpingectomy,total hysterectomy (uterus and cervix removed),lysis of adhesion,enterolysis). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, abortion spontaneous, adhesion, abdominal pain lower, hot flush, pain in extremity, abdominal pain and groin pain outcome was unknown and the genital haemorrhage, small intestinal obstruction, dyspareunia, vaginal discharge, weight increased, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vomiting, abdominal distension and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, adhesion, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, groin pain, hot flush, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device, small intestinal obstruction, urinary incontinence, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- essure removal . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Ultrasound scan vagina - in january 2002: bilateral occulsion essure was placed and there was no issue. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, abdominal pain lower, vomiting, small bowel obstruction¸pain in extremity, menorrhagia , pelvic pain, dysmenorrhea, vgainal bleeding, genital haemorrhage concerning the injuries reported in this case, the following one reported via social media : device expulsion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs+mr+social media were received- new events pregnancy (with complications), miscarriage, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), perforation (fallopian tube(s), bladder or urinary problems or changes- weak bladder leakage, dysmenorrhea (cramping), pain, bloating, vomiting, small bowel obstruction, extensive adhesions, device ineffective, abdominal pain, groin pain, inner thigh pain were added. Pt of device dislocation changed to device expulsion. Outcome of genital haemorrhage, vaginal discharge, weight gain, dyspareunia updated to recovered / resolved. New reporters, patient information, medical history, lab data, treatment and concomitant medications were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.